Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08750 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device had cracked battery tube threads. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer passed out and the emergency medical service was called on (B)(6) 2020. The customer experienced low blood glucose of 20 mg/dl. The customer was treated with intravenous dextrose on site. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that drive support cap was normal. The insulin pump will not be returned for analysis.